Manufacturer narrative:
The local field service engineer (fse) contacted the company technical service team regarding several issues of this device and it was identified that an old calibration tool had been used for the alignment of the eye tracker. At the on site visit, the fse recalibrated the laser according to company instructions and the issue with the updated tool, and the issue was resolved. The instruction given is also described in the service manual. The instruction on how to align the eye tracker was verified and all statements are clear. Root cause for the flap formed with a step and low visual acuity, cannot be identified conclusively because no relevant patient data is available. However, calibration with the wrong tool led to an inaccurate alignment of eye tracker and the camera. A defocused camera can cause the reported issues. The most possible root cause is that the instruction was not followed with regard to the device configuration and the appropriate calibration tool. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported low visual acuity post lasik procedure. Additional information requested.